Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site caused by non-device related weight loss. The physician repositioned the pocket and the pt was reportedly doing well following the procedure.